Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that two small pieces of the bending section rubber flaked off during the procedure because the inspection prior to use was not properly performed. The instructions for use (IFU) prohibits using devices with damaged distal end in procedure: chapter 3 preparation and inspection, 3.1 the workflow of preparation and inspection "before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿." The IFU instructs to inspect bending section rubber glue as follows: "inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking. Also, inspect the bending section cover for bulges, swelling, scratches and holes. Note: the covering on both ends of the bending section is wound with thread. The adhesives cover them so that they are fixed. Therefore, the thread is exposed if the adhesives become chipped." The IFU (operation manual) states as follows. Chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending rubber glue was leaking, the distal end plastic cover was dented, the bending section cover rubber was worn, the bending section cover¿s glue was cracked, one light guide lens was cracked, the insertion tube had crashed at line 4 and the biopsy port from the control body was noted to be damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that two black pieces had flaked off the olympus bronchovideoscope during a bronchoscopy (diagnostic) procedure and needed to be cleaned out of the patient¿s airway. The pieces were retrieved by suctioning up using bronchoalveolar lavage (bal). There was a 10-minute delay reported. The procedure was completed using a similar device. There were no reports of patient harm.